Event description:
It was reported the pt lost stimulation after he fell and hit his ipg on impact. He is unable to communicate with or charge his ipg. X-rays were performed and did not show any lead anomaly. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.